Manufacturer narrative:
Product event summary:the catheter was returned and analyzed. The mechanical operation of the catheter shaft was separated from the hub ,the mechanical operation of the catheter was damaged,the mechanical operation of the catheter shaft was bent,the mechanical ope ration of the catheter peeling/slitting/splitting showed a spiral slit. Damaged during use. The analyst also noted:handle of catheter separated from shaft and not returned (condition of handle is unknown). The 65cm of shaft was returned, it is completely slit to distal end. Shaft is kinked at various locations,stress cracking visible on shaft, blood is visible at various locations and spiral slitting is visible along shaft. Slitter is returned and blade is dull and damaged. Damaged during procedure.

Event description:
It was reported that during the procedure the physician tried to cut the catheter but the handle was broken. The defect was not related with the handling of the physician. The catheter was replaced. No patient complications have been reported as a result of this event.